Event description:
(B)(4). I wanted a tubal. The doctor told me this new product was better. Over 99 percent effective with no side effects and I could return to work the next day. Within the next couple of months, I started having worse cramping, now it's all the time. I gained about 30 lbs the first 2 months. I now suffer from extreme fatigue, all the time. Sharp and dull abdominal pain, all the time. I continuously feel like I have pms. I have chest pain and shortness of breath. Problems I've never had before with my teeth. I have blurred vision and I see spots. I have headaches daily. I have very bad depression now along with anxiety and anger. I'm losing the hair on my head and growing it on my face and all over my body. I've lost my libido and sex is very painful. I have pain in my bones and joints, especially my left shoulder. My memory is slipping, I constantly feel foggy, and I can't concentrate. I understand that I'm getting older, but all of these problems have hit me over the past 2 yrs.